Event description:
Additional information received reported that a battery impedance check revealed values greater than 4000, resulting in the doctor offering the patient the option to have a lead revision. It was noted that a manufacturer representative was unable to determine what was wrong with the product performance.

Event description:
It was reported on (B)(6) 2014 that the patient did not get good symptom control since implant and in october it got to the point where she had no control. The patient stated that she would have episodes where she had no control at all. The patient noted that she never felt stimulation in the bicycle seat area and had felt it in her rectum since implant. The patient stated that her device was checked by a manufacturer representative in (B)(6) and it was concluded that ¿some of the wires were broken.¿ a lead revision was going to be performed, but it was not scheduled yet. About three weeks later it was reported that the reporter was at the doctor¿s office on (B)(6) 2013 and most likely met with the patient then. The reporter stated that he probably concluded that the lead was broken due to a high impedance measurement. The reporter stated that if he recalled correctly, the patient experienced a fall. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va09gwt, implanted: 2013 (B)(6); product type lead. (B)(4).